Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported having used the gastrointestinal videoscope on a while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. The device was evaluated by the regional repair center, and the reported failure was not confirmed. Olympus provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2025, sampling from: all channels, cfu: <1. In addition, the following reportable malfunctions were identified: air/water tube and cylinder had foreign objects. The legal manufacture reviewed the customer provided cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, and since the device was tested negative by olympus, the definitive root cause of the customer reported issue, and additional findings could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.